Event description:
During index procedure, patient had one resolute integrity drug-eluting stent was implanted to the patient. Between 1 and 5 months after index procedure the patient had eczema. The patient has a tendency to have eczema and had eczema in the past. It is unknown from when the eczema had appeared.

Manufacturer narrative:
Evaluation results: (predisposed to the event) patient had frequently developed eczema in the past indicating that they were predisposed to the condition. (Inherent risk of procedure) - allergic reaction. (No results available since no evaluation performed) - device or procedural images not provided for review. Evaluation conclusions: (predisposed to the event) patient had frequently developed eczema in the past indicating that they were predisposed to the condition. (Inherent risk of procedure) - allergic reaction. (B)(4). Date of event: year cannot be determined - event occurred between 1 and 5 months post implant.